Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition that resulted in pauses of less than two seconds. A revision procedure was performed to replace the rv lead. The rv lead was surgically abandoned. The crt-d remains in service. No additional adverse patient effects were reported.